Event description:
It was reported that the patient experienced recurrent lows over several weeks while using ilet with a g7 sensor, including a pump glucose reading of 47 mg/dl that conflicted with a contemporaneous fingerstick of 98 mg/dl; a calibration attempt was not accepted due to a temporary sensor error, after which sensor readings recovered to 102 mg/dl, and the patient does not announce meals as advised by their clinician. Symptoms included hypoglycemia concerns without loss of consciousness or need for medical intervention. Outcomes included user education and troubleshooting with referral to the healthcare provider to consider increasing the primary glucose target and engagement with training support. Investigation included case review, product-use troubleshooting, and guidance to confirm therapy settings with the healthcare provider. Investigation of this case revealed a transient cgm sensor error and possible mismatch between sensor and fingerstick values, with potential underestimation of glucose by the sensor contributing to perceived lows, and user behavior of not announcing meals possibly affecting automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.